Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent left hip surgery on (B)(6) 2008. It is alleged that patient began to experience increased levels of pain and "had aseptic loosening on his left hip implant." It is further alleged that the "blood testing revealed toxic levels of cobalt in his bloodstream." The patient was revised on (B)(6) 2013 and that the "left hip implant had no fixation at all which allowed the left hip implant to be spun out and removed quite easy by the surgeon."

Manufacturer narrative:
An event regarding shell loosening involving a v40 cocr head was reported. No allegations were made regarding this device. There is no indication that the product reported in this investigation may have contributed to the event. No further investigation is required at this time.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent left hip surgery on (B)(6) 2008. It is alleged that patient began to experience increased levels of pain and "had aseptic loosening on his left hip implant." It is further alleged that the "blood testing revealed toxic levels of cobalt in his bloodstream." The patient was revised on (B)(6) 2013 and that the "left hip implant had no fixation at all which allowed the left hip implant to be spun out and removed quite easy by the surgeon."

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent left hip surgery on (B)(6), 2008. It is alleged that patient began to experience increased levels of pain and "had aseptic loosening on his left hip implant." It is further alleged that the "blood testing revealed toxic levels of cobalt in his bloodstream." The patient was revised on (B)(6), 2013 and that the "left hip implant had no fixation at all which allowed the left hip implant to be spun out and removed quite easy by the surgeon."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.